Event description:
Customer reported a corneal burn. No further information provided. Note: this is report 2 of 4.

Manufacturer narrative:
Section a2, a4 and a5: unknown, as information was requested but not provided. Section d4 - model #: a complete model # is unknown, as product lot number was not provided. Section d4 - catalog #: a complete catalog # is unknown, as product lot number was not provided. Section d4: UDI #: unknown, as the lot number of the device was not provided. Section d4: lot#: unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d6a - implant date: not applicable. The material is not an implantable device. Section d6b - explant date: not applicable. The material is not an implantable device. Section d10 - concomitant - whitestar sn unknown, ellips fx handpiece model e230501r, phaco pack lot no. Unknown. Section h4. Device manufacture date: unknown, as the lot number of the device was not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.